Manufacturer narrative:
510k: this report is for an unknown screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. It is still implanted in patient. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report reports an event in (B)(6) as follows: it was reported that a patient was implanted with a 2.7mm va-lcp lateral distal plate approximately one month ago, exact implant date is unknown, and is presenting from the ankle to the front part of the foot with contact dermatitis. The surgeon has referred the patient to the dermatology specialist, where he was diagnosed as having contact dermatitis. The patient is reported as doing well after seeing the dermatologist and is walking. The implants will not be removed at this time as the patient is doing well. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacture site is unknown and initial medwatch inadvertently reported a manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.